Manufacturer narrative:
This article was found during a recent clinical evaluation review/literature search of this device. The report also represents notification of two events for thrombus. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are palmaz stents but the catalog and lot numbers are not available. The citation is as follows (inferior vena cava reconstruction in symptomatic patients using palmaz stents:). A copy of the publication is attached to this report. As reported in the literature article by barrette, l.-x., mclaughlin, s. W., vance, a. Z., trerotola, s. O., soulen, m. C., sudheendra, d., ¿ clark, t. W. (2020). Inferior vena cava reconstruction in symptomatic patients using palmaz stents: a retrospective single-center experience. Annals of vascular surgery. Doi: 10.1016/j.avsg.2020.01.104, restoration of caval patency was achieved in all patients, however, 2 of 37 patients had thrombus formation within the stent; stent embolization eight days after placement. From 2002 to 2019, 37 patients (mean age: 51 year) underwent inferior vena cava (ivc) reconstruction with 68 palmaz stents. Indications were symptomatic chronic venous obstruction in the infrarenal and intrahepatic ivc. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed, and no determination of possible contributing factors could be made. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation inside of the stent around the damaged areas. Thrombosis can cause serious post-procedural complications of stent occlusion or distal embolization, resulting in acute cerebral infarction. Acute stent thrombosis rate is reported to be approximately 0.5%. In the cavatas ((B)(6) study) trial, stroke occurred in 5% of patients immediately or soon after balloon dilatation and stenting. Although the incidence of stroke attributable to acute stent thrombosis is unclear, a substantial proportion is assumed to be a direct result of stent thrombosis or an indirect result by distal embolization. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken.

Event description:
As reported in the literature article by barrette, l.-x., mclaughlin, s. W., vance, a. Z., trerotola, s. O., soulen, m. C., sudheendra, d., ¿ clark, t. W. (2020). Inferior vena cava reconstruction in symptomatic patients using palmaz stents: a retrospective single-center experience. Annals of vascular surgery. Doi: 10.1016/j.avsg.2020.01.104, restoration of caval patency was achieved in all patients, however, 2 of 37 patients had thrombus formation within the stent; stent embolization eight days after placement. From 2002 to 2019, 37 patients (mean age: 51 year) underwent inferior vena cava (ivc) reconstruction with 68 palmaz stents. Indications were symptomatic chronic venous obstruction in the infrarenal and intrahepatic ivc. The device will not be returned for evaluation.